Event description:
It was reported that customer had high blood glucose and insulin pump alarmed no delivery. Customer's blood glucose was 600 plus mg/dl. Customer treated with injection. Troubleshooting was done. The insulin pump did not alarm no delivery during the troubleshooting. Customer declined to do troubleshooting for high blood glucose. Advised the customer the infusion set would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.